Manufacturer narrative:
Submit date: 10/06/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports fibers were flaking from the sponges during use. The gauze was unfolded, and the pieces did fall into the surgical site during a thyroidectomy and were picked out by forceps.